Event description:
It was reported that a new ilet user experienced elevated blood glucose readings around 200 mg/dl, with a measured value of 207 mg/dl, despite appropriate meal announcements and automated pump-delivered correction insulin early in pump use. Symptoms included a hot flash consistent with hyperglycemia. Outcomes included no alerts, no alarms, no hospitalization, and completion of troubleshooting and education with advice to continue monitoring without immediate setting changes. Investigation included user education and review of pump performance in the context of early adaptive learning. Investigation of this case revealed no device malfunction, with the likely explanation that the adaptive insulin dosing had not yet fully individualized insulin needs during the initial days of therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.